Manufacturer narrative:
Result: power inlet.

Event description:
It was reported by service report that the bed shorted out and bed had no functions. Customer reported there was no patient involvement or adverse consequences to report.